Manufacturer narrative:
Concomitant products: product ID: 977c265, serial/lot #: (B)(4), ubd: 26-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that 6 months ago, the patient fell out of the back of a truck and their leads became loose. The patient stated that after, they began to not feel stimulation in their back as they once did and only felt it in their legs. The patient reported that they have been working with manufacturer representative (rep)¿ to troubleshoot programming concerns and they are still unable to feel stimulation in their back. Additional information was received. The manufacturer representative (rep) stated he worked with this patient very long time ago but was never made aware of the leads coming loose issue. This is the first he is hearing of it. Rep had no further information.